Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose was 205 mg/dl. It was reported that the display was not blank less than 30 seconds and did not return. Customer states display is not blank currently. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. It was reported display did not returned after the insulin pump restart. The device will be returned for the analysis.